Manufacturer narrative:
24-jun-2021: product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Injuring the inside of mouth [mouth injury]. Mouth ends up hurting himself on the metal pin [oral pain]. Brush head didn't stay attached: oral-b [device breakage]. Relative via e-mail stated that their son's brush head was not staying attached and ended up injuring the inside of his mouth. No serious injury was reported. 22-apr-2021: follow up via e-mail: relative stated that their son ended up hurting himself on the metal pin. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Injuring the inside of mouth [mouth injury] mouth...ends up hurting himself on the metal pin [oral pain] brush head didn't stay attached - oral-b [device breakage] relative via e-mail stated that their son's brush head was not staying attached and ended up injuring the inside of his mouth. No serious injury was reported.